Manufacturer narrative:
Combination product: yes.

Event description:
Noise can be seen on the rv channel causing inappropriate nst detections. The noise appears to have began on (B)(6) 2026. The shock impedance has fluctuated abnormally in the last year. Full lead evaluation recommended. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.